Event description:
Meter name: ot ultra. Strip name: ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to test and had to guess at amount of medication to take. Their meter allegedly had no power. There was no result on their meter. The result on the back up meter was 104 mg/dl. No comparison. Treated by giving self extra medication. No further information has been reported.